Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited noise. No intervention was reported. The patient was stable throughout.

Event description:
New information received noted the patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited noise which resulted in inappropriate mode switch episodes. Programming changes were discussed. No intervention was reported. The patient is scheduled to come in for an in clinic check at a later date. The patient was stable throughout.